Event description:
Received additional information. It was reported that two endurant cuffs were implanted resolving the proximal type I endoleak. Three vessels were snorkeled, the renals and the sma. The procedure went well and patient is doing fine.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The diameter of the aorta at the renal artery was 34 mm. The current size of the aneurysm is 6.5 cm. It was reported that a proximal type I endoleak was observed. The cause was due to disease progression; aortic neck dilatation. The aortic neck is currently larger than the 32 mm graft that's implanted. There has been no movement of the graft ¿ it is landed under a left accessory renal that can be seen best on 3d, but is difficult to see on axials or coronals. No intervention has been performed. No clinical sequelae were reported and the patient is being monitored. Film review analysis: review of returned films 3 years post-implant revealed that the bifurcate was positioned just below the lowest left renal. The ipsi lateral limb and extension were placed into the right common iliac, and the contra limb into the left common iliac. The proximal stent graft diameter was 32mm; a proximal type I endoleak was visible likely due to the minimal proximal seal. A possible type ii endoleak was also observed feeding the posterior aaa sac. The suprarenal aorta was dilated and contained thrombus, and the bifurcate aortic body also contained thrombus (approximately 23mm flow lumen). The limbs were patent, and no stent graft compression or kinks were observed. The maximum diameter aaa was 6cm. Earlier post-implant images were not provided. The likely cause of the proximal type I endoleak appears to be due to disease progression; neck dilatation. The cause of the observed stent graft thrombus is unknown; may be patient related.

Manufacturer narrative:
(B)(4).